Event description:
User's eyes tear and throat gets dry when exposed to latex. User is concerned about the increase in latex reactions. User believes that a possible cause is the use of young trees instead of mature trees in processing latex gloves.